Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
It is reported that the patient experienced eye redness and an infection of the left (os) eye while using the device and sought medical treatment. The health care provider indicates there were white spots found on the eye. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown outcome.